Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported noise on this lead. Impedances have been trending down slightly. The lead will be evaluated by the physician.

Manufacturer narrative:
12/15/17 - we received additional information that this lead was explanted on (B)(6) 17 due to noise.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 7 cm proximal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed approx. 20 cm distal to the is-1 connector pin the ligature marks. In addition abrasion marks along the lead body were observed. In particular, approx. 18 cm distal to the is-1 connector pin the inspection revealed a damaged insulation as mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation and deformations of outer conductor coil were found which occurred most likely during the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.